Manufacturer narrative:
The device was returned to zoll; the reported malfunction that the device rebooted power on its own was not replicated or confirmed during testing. The device was extensively tested, and the reported malfunction was not duplicated. A review of the device's activity log found occurrences of a soft reset. The device is designed to reset in the event it encounters a condition that may compromise the end users ability to use the device. The device passed all tests, was recertified and returned to the customer. Please reference medwatch 1220908-2015-01786 which is a similar report from the same customer.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device continuously performed a power reset turning off and on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.